Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer's investigation is completed.

Event description:
It was reported by the patient's surgeon on (B)(6) 2026 that the patient was transplanted on (B)(6) 2026. They were upgraded on the transplant list due to severe right ventricle (rv) dysfunction. The pump was functioning as intended. It was also noted that the patient was initiated on inotropes.